Event description:
It was reported the patient experienced a burning sensation at the implantable neurostimulator (ins) location following an implant. The patient reported that she was "constantly feeling raw" at the implant site and it "feels like a hot poker." In (B)(6) 2011, the healthcare provider revised the extension/ins connection and used a boot to re-insulate the wire. The revision worked for 3 months but the patient was again feeling a burning sensation. Additional information has been requested, but was not available as of the date of this report.

Event description:
The patient saw her physician and had tenderness at the extension lead connector site to the neurostimulator which occurred with the device both on and off. Impedances were within normal limits. X-rays were going to be taken, but the physician suspected the patient's symptoms had something to do with her autoimmune diseases and her body "rejecting" the material used in the connection device.

Event description:
Additional information received reported the patient also felt pain over the extension/neurostimulator connection site. The revision occurred on (B)(6)-2011 at which time the implantable neurostimulator was moved and a portion of the extension was reinsulated because it seemed exposed. An x-ray on or around (B)(6)-2012 was normal. The device was reprogrammed the same day. The patient did not require hospitalization related to the event.

Event description:
Additional information received reported the patient had an allergy test and the result was negative.

Manufacturer narrative:
Lead: model 3389s, lot # v533559, implanted: 2010 (B)(6), explanted: unk. Lead: model 3389s, lot # v530284, implanted: 2010 (B)(6), explanted: unk. Extension: model 37085, serial # (B)(4), implanted: 2010 (B)(6), explanted: unk. Extension: model 37085, serial # (B)(4), implanted: 2010 (B)(6), explanted: unk.

Event description:
Additional information received reported the patient had not had an allergy test as the allergist was not able to perform the test. The allergist was going to schedule an appointment with the patient.